Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. The customer's report was duplicated and attributed to high electrical resistance on the front enclosure. The front enclosure was returned to zoll medical (B)(4), and evaluation of the front enclosure found an open circuit from the connector to the power button as the root cause of the failure. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.